Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: the patient has a blood glucose (bg) level of 500 mg/dl, with frequent urination and a nosebleed. High bg had not been treated at time of call. Reporter states patient has been ill but is not on any new medications. Reporter denies any site issues. Customer support (cs) reviewed pump for accuracy. Patient confirms settings are correct and insulin is not expired. Reporter states no changes have been made since the pump was set up by the trainer, and settings have not been re-evaluated. Cs found an auto off alarm in the history from 10/21/2013 that could have lead to increased bg levels, however, the reporter does not think this caused an increase in bg levels. Cs instructed patient to change out cartridge/site, recheck bg and correct with bolus; contact cs if issue persists. This complaint is being reported because the patient experienced hyperglycemia and it is unknown if the pateint addressed the auto-off alarm in a timely manner.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.